Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that alerts for non-sustained rv oversensing but actually is far p sensitivity were observed. Programming changes were suggested. It was later noted that programming changes were not made.